Event description:
After opening the package and straightening the stent with a straighter, the physician attempted to insert a wire guide (0.025 inch visiglide2/olympus) into the stent, but the wire guide could not be advanced in the stent. Therefore, another zebd-7-7 was used instead to continue the procedure. No adverse effects to the patient were reported.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 of lot # c1628737 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 24th january 2020. The returned device lab findings and observations can be referred through the attached files. A kink was observed at the 2nd and 5th portholes on the tapered end. A 0.035-inch wire guide does not pass the kinks. Image review: n/a. Document review including IFU review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-7 of lot number c1628737 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1628737. It should be noted that the instructions for use (ifu0045-6) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause can be attributed to user error with the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
After opening the package and straightening the stent with a straightener, the physician attempted to insert a wire guide (0.025 inch visiglide2/olympus) into the stent, but the wire guide could not be advanced in the stent. Therefore, another zebd-7-7 was used instead to continue the procedure.